Manufacturer narrative:
A picture was returned showing a bent cassette in front of a plastic bag. The complaint of warped cassette can be confirmed based on the returned image. The probable cause is related to the product being exposed to excessive heat during transportation, that may contribute to the warpage of the cassette leading to cassette errors and leakage. A lot history review showed a complaint from the same lot where there was cassette warpage.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. E1 initial reporter phone number: (B)(6).

Event description:
The event involved a plum set where it was reported the cassette is warped. The cassette could not be closed to stop flow. There was patient involvement but no patient harm.